Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing, resulting in a stored signal artifact monitor (sam) episode. It was noted that the patient was undergoing a medical procedure on the same day the episode occurred. Additionally, the intrinsic rhythm of the patient was not affected. An inquiry was made to technical services (ts) regarding whether the respiratory rate trend (rrt) needed to be reenabled. Ts explained that this feature would only need to be turned back on if respiratory rate monitoring was desired. This ICD and rv lead remain in service. No adverse patient effects were reported.